Event description:
It was reported that one day post implant, an increase in pacing lead impedance and loss of capture were observed. X-ray revealed lead dislodgement. The lead was successfully repositioned. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.